Event description:
Reporter indicated a patient's vns output current was found to be set to zero. The output current was reactivated. The pt was asymptomatic. A flashcard has been requested from the reporter to analyze the programming history.